Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when the surgeon went to revise the shunt, which was implanted 10 years ago, the peritoneal catheter was found to be in multiple pieces. According to the report, another incision was made just below the clavicle to remove the catheter and it shattered again. It was reported the surgeon decided to leave the catheter in use in the patient and discard the broken pieces. Reportedly, there was no injury to the patient and the patient is currently doing fine.